Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customers bg level read "high" on cgm, although specific value was not provided. Cause was unknown. Elevated blood glucose was addressed with a correction bolus via pump, manual dose injection and a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.